Manufacturer narrative:
Device not returned.

Event description:
The physician performed a 3-level lumar spinal fusion procedure. When using the palisade screw height adjuster with the palisade ratcheting t-handle to tighten the palisade set screws, the distal tip of the palisade screw height adjuster detached and remained in the palisade set screw placed at the l3 right pedicle. They physician used the palisade drive shaft with the palisade torque limiting handle to complete the surgical procedure. Spineology reviewed the reported event and determined that neither the palisade screw height adjuster nor the palisade ratcheting t-handle are intended to be used to tighten palisade set screws in a spinal construct. All palisade set screws should be tightened using the palisade drive shaft with the torque limiting handle as described in the surgical technique manual.